Event description:
It was reported to philips that there was no image on the live monitor. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this compliant.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information the reported problem was found during the procedure, patient was transferred to another device to complete the procedure. It was reported that the system has no image. Customer claimed that the live monitor has no image display after exposure. Onsite service quotation was not accepted by the customer, and no work performed by philips. Therefore, no further action is necessary at the time. The codes were updated based on the investigation outcome.